Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Reported event: it was reported that a fractured instrument was returned to the local warehouse. No further due diligence required as all required information to support the conclusion is available or was already requested. Harm: no patient, user, or other stakeholder harm. Hazard: device not used for implantation due to non-functionality or visible damages. No relevant medical data has been received. Visual examination: the drill bit was received for investigation. The visual examination confirms the breakage of the device. It can be assumed that the drill was broken due to high forces applied on the instrument. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a fractured instrument was returned to a local warehouse. The following details are unknown, patient involvement, if a surgery took place , the number of times the device has been used previously. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.